Event description:
It was reported that the current electrogram was suspicious of intermittent atrial under-sensing  and over-sensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.